Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 580 mg/dl two weeks prior. Customer's blood glucose at the time of incident was 322 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated for the high blood glucose with insulin pump. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer reported that the insulin pump was worn during a medical procedure or test around an magnetic resonance index. The insulin pump will not be returned for analysis.